Event description:
On (B)(6) 2026 - customer notified us of a retained a capsule. Frm-0089d was sent to the customer to obtain additional information. On (B)(6) 2026 - completed frm-0089 was received stating that "the patient was administered with a pillcam patency capsule on (B)(6) 2025 and an abd xray taken on (B)(6) 2025 showed negative result for the retention of the patency capsule. Based on this result, a capsule endoscopy procedure was performed on (B)(6) 2026. After taking the capsocam plus capsule the patient reported of abdominal pain on (B)(6) 2026 and was advised to go to the emergency room. CT scan of abd/pelvis was performed in the ER and the retained capsule was located. An exploratory laparotomy with ileocolectomy was performed on (B)(6) 2026 to remove the capsule. 2/11/2026 - we requested information regarding the status of the patient. The customer provided the following additional information: patient underwent exploratory laparotomy with ileocolectomy procedure for capsule removal and the stricture segment. The intraoperative findings included a fibrotic stricture and a mass in the terminal ileum. Patient was discharged and recommended for a staple removal and surgical follow-up appointment. Based on the provided information, we believe that the capsule retention could have occurred due to the stricture, that could have developed during the interval between the administration of the patency capsule and the capsule procedure. Since the patency procedure was performed on (B)(6) 2025 and the capsule was administered on (B)(6) 2026 which is quite a big gap and per the patency IFU the ce procedure needs to take place as soon as possible after the patency capsule procedure. This suggests that the patient had a possible preexisting condition that was led to the fibrotic stricture and mass in the terminal ileum to cause the capsule retention which led to a subsequent procedure to remove both the capsule and stricture segment.

Manufacturer narrative:
On (B)(6) 2026 - customer notified us of a retained a capsule. Frm-0089d was sent to the customer to obtain additional information. On (B)(6) 2026 - completed frm-0089 was received stating that "the patient was administered with a pillcam patency capsule on (B)(6) 2025 and an abd xray taken on (B)(6) 2025 showed negative result for the retention of the patency capsule. Based on this result, a capsule endoscopy procedure was performed on (B)(6) 2026. After taking the capsocam plus capsule the patient reported of abdominal pain on (B)(6) 2026 and was advised to go to the emergency room. CT scan of abd/pelvis was performed in the ER and the retained capsule was located. An exploratory laparotomy with ileocolectomy was performed on (B)(6) 2026 to remove the capsule. 2/11/2026 - we requested information regarding the status of the patient. The customer provided the following additional information: patient underwent exploratory laparotomy with ileocolectomy procedure for capsule removal and the stricture segment. The intraoperative findings included a fibrotic stricture and a mass in the terminal ileum. Patient was discharged and recommended for a staple removal and surgical follow-up appointment. Based on the provided information, we believe that the capsule retention could have occurred due to the stricture, that could have developed during the interval between the administration of the patency capsule and the capsule procedure. Since the patency procedure was performed on (B)(6) 2025 and the capsule was administered on (B)(6) 2026 which is quite a big gap and per the patency IFU the ce procedure needs to take place as soon as possible after the patency capsule procedure. This suggests that the patient had a possible preexisting condition that was led to the fibrotic stricture and mass in the terminal ileum to cause the capsule retention which led to a subsequent procedure to remove both the capsule and stricture segment.